Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. While troubleshooting, the fse found that the dvd drive was defective and then took out dvd drive and restarted the system and the system booted up normally. The fse also reseated the cables properly. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.